Event description:
Patient had intermittent jamming of the knee as it would get stuck in bent positions for varying lengths of time. The consultant arthroscoped their knee to find only some scar tissue, but no evidence of infection, wear, or loosening. The implant was replaced in 2002.